Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent high out-of-range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. In addition, noise was oversensed, which resulted in inappropriate atrial tachy response (atr) episodes. It was noted that the right ventricular (rv) lead thresholds were high and the out was programmed to the lowest setting. The rv lead also exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. Boston scientific technical services (ts) troubleshooting and reprogramming options. This crt-d, ra lead, and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.